Event description:
It was reported that during a lap hysterectomy procedure, the distal half of the active blade broke off in the patient. The broken section was recovered from patient. Surgeon says that the blade did not contact any metal instruments. Device was being used to cut cervix against a silicon trans vaginal tube. No patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert warns: "scratches on the blade may lead to premature blade failure". Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process.